Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the distal right coronary artery. Reportedly, the 2.0 x 15mm rx traveler balloon catheter was advanced; however, the balloon ruptured during first inflation at 8 atmospheres. Another rx traveler balloon catheter was used and the procedure was completed without issue. No resistance was felt during advancement to the lesion or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency the traveler device is currently not commercially available in the united states; however, it is similar to a device sold in the us.